Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic cystectomy, during the retrieval of the locking trocar, two pieces of plastic of the locking device detached from the trocar and fell into the abdomen. The surgeon used a grasper to retrieve the two plastic part. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the first image depicts the port and obturator in its package. The second image depicts the product information label on the back of the package. The third image depicts two disengaged pieces on a cardinal health paper. The fourth image depicts a disengaged piece during a surgical procedure. All images are in black and white. Functional testing found that the obturator, spiked trocar, circular seal, and duckbill seal were intact. Functional testing proved the device functioned normally. The top was actuated, and the flanges presented themselves cleanly, locking into place. The top was actuated in reverse, and the flanges retracted perfectly. It was reported that the component disengaged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.